Event description:
A customer contacted beckman coulter inc. (Bci) regarding a glucose (glu) result of 85mg/dl generated by the unicel dxc 800 pro synchron clinical system that did not match when rerun in duplicate mode which gave a result of 72mg/dl. It is unknown which result was reported outside of the laboratory. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Per data review, qc was drifting low. A field service engineer (fse) went on-site and replaced glucose module and electrode. A clear root cause for this event, however, is unknown.